Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc181200/7440576 UDI (B)(4), pxc181000/7645279 UDI (B)(4).

Event description:
On (B)(6) 2010, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that during a routine follow up visit, images (date and modality is unknown) revealed an unknown endoleak. On (B)(6) 2019, the physician reintervened. A proximal type I endoleak and a distal type I endoleak (unknown which contralateral leg endoprosthesis had the distal endoleak) was noted. The physician implanted an aortic extender endoprosthesis to treat the proximal type I endoleak and a contralateral leg endoprosthesis to treat the distal type I endoleak. The cause of the endoleaks is unknown, however, both endoleaks were resolved. The patient tolerated the procedure.

Manufacturer narrative:
Addition h6: code 213-the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Addition h6: code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.